Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). Updated section: b4, g3, g6, h2, h3, h6(component code, investigation findings , investigation conclusion, type of investigation) h11. Corrected field: d1, g2. The device was returned to the factory for evaluation on 07/28/2025. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device . The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off , which allows for the white plunger to be depressed. The seal was observed in the loading device body. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000415599 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during the procedure, they had attempted to load the hst iii system (3.8mm) seal into the delivery tube using the loading device. When they pulled the heartstring delivery device out of the loading tool, the heartstring stayed inside the loading tool. She is an experienced nurse who has loaded many heartstring devices. Another device was opened and loaded for use to complete the case. No patient injury. There was no delay at all in the case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.